Event description:
It was reported that insulin pump battery compartment was cracked. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.